Manufacturer narrative:
This report is submitted january 4, 2018.

Event description:
Per the clinic, the device ws explanted on (B)(6) 2017, due to a lack of benefit with device use. There are no plans to reimplant the patient, as of the date of this report.